Event description:
Customer reported the pull tab and slider is missing from the right side panel. No patient incident or injury was reported and the customer did not provide a date when this was discovered.

Manufacturer narrative:
Evaluation of the returned product found one element missing and an open slider on the patient access of the left window side. A slider from another manufacturer and an open slider on the perimeter guard of the right window side were also found. Note: instructions for use state: never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the patient unattended, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. (B)(4).